Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the fenestrated bipolar forceps instrument broke at the distal shaft. The reported issue happened at the end of the procedure. When the customer was removing the instrument, it collided with another instrument. The surgeon enlarged the incision/port site in order to safely remove the instrument from the patient. The procedure was completed with no injury to the patient. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information. The broken instrument was confirmed to be a fenestrated bipolar forceps instrument. The tip of the instrument collided with the tip-up fenestrated grasper when the surgeon was swapping the instrument control. A fragment fell inside the patient¿s abdominal cavity and it was retrieved during the same procedure. The or staff was able to remove the instrument along with the cannula. There is no patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the reported complaint. The instrument was found with a broken main tube. A piece measuring proximately 0.227¿ x 0.310¿ was not returned with the instrument. The root cause of the broken instrument main tube is typically attributed to the misuse/mishandling. A review of the instrument log (attached) for the fenestrated bipolar forceps instrument (part number: 471205-17, lot number: n13200810-0076) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2021 on system (B)(4). The instrument was used for 1 hour and 16 minutes. The instrument had 0 remaining uses out of 14 max tool uses.